Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -13.0/2.0/087 (sphere/cylinder/axis) lens tear/break during loading. The lens was not implanted into the patient's left eye (os). The surgery was postponed. The cause is reported as unknown.